Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that there was a fluid-air-exchange failure that occurred when they switched to the fluid-air -exchange mode. The problem was solved after replacing the infusion line with another one. There was no pt harm.